Event description:
It was reported that the patient had a sling device implanted. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. No patient complications were reported.